Event description:
Reporter alleged passed out and being taken to the hospital based on the blood glucose monitoring device results. Reporter stated device result was 148mg/dl which is a normal measure and took 15 units of insulin as normal. Reoporter stated shortly afterwards passing out and waking up to paramedics who were treating her with a glucose shot. Reporter stated she was having low blood glucose and was not transported to the hospital on this occassion. However a similar incident several days prior, reporter stated passing out and waking up to police who put her in an ambulance for transport to the hospital. Reporter indicated being unable to provide treatment information at the time only that she had low glucose. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.